Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went to the hospital due to involuntary contraction of the left pectoral muscle. Interrogation of the device indicated loss of capture in the patient's left ventricular lead. X-rays taken indicated the lead was dislodged. The device was reprogrammed in rv stimulation. No adverse consequences were reported for the patient. The patient is enrolled in the clinical trial more crt mpp.